Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was determined to be patient condition as the patient has a small distance from the ventricle and an acute angle in the arch resulting in resistance during delivery. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 26-year-old female in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a cannula kink occurred while attempting to implant an impella cp in a patient of small size. The user facility was clear that this issue occurred due to patient anatomy and acute angle of aortic arch, and not because of a product defect. The impella was removed, and the patient was scheduled for extracorporeal membrane oxygenation (ECMO) and cutdown for the impella device. No patient harm was reported.